Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, broken reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 12.3 mmol/l. The customer stated that crack at part of reservoir and battery compartment. The product was returned for analysis.